Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered. The patient's right ventricular (rv) lead had elevated non-sustained ventricular tachycardia episodes and elevated sensing integrity counter (sic) counts. The lead was reprogrammed and measurements became normal. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.